Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A short simulated therapy was performed. No defects were found, each connector was able to be hand tightened with its associated product, and the simulated therapy was completed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homechoice cassette. This issue occurred before use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.